Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a error message that pops up when picking patient profile. The error is as follows: sql server detected a logical consistency-based I/o error: incorrect page ID. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drive was corrupted and database failed. A field service engineer restored system to the factory image, followed by setup and performed data synchronization to resolve the issue. The system functioned as intended after the field service engineer repaired the device.